Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Products: 5076-52 implantable pacing lead implanted 2009 (B)(6); (B)(4) implantable cardioverter defibrillator (ICD) implanted 2009 (B)(6). (B)(4).

Event description:
It was reported that a lead integrity alert was triggered due to t wave oversensing. It was also noted that the r waves appeared variable. Technical services discussed programming options and causes of t wave oversensing. Additional information was received that no programming changes were made. Approximately one week later, a carelink transmission revealed there were no sensing issues with the lead. The lead remains in use. No patient complications have been reported as a result of this event.